Event description:
A malfunction was reported involving a pump with malfunction code 24, occurring without any notable preceding events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was advised by tandem technical support to switch to multiple daily injections (mdi) for insulin delivery. The customer agreed to return the faulty pump using a pre-paid label and was informed about programming the new pump with existing settings, alongside connecting the continuous glucose monitor (cgm) to the replacement pump. Technical support also updated the customer about the replacement pump being equipped with the latest software and confirmed the replacement pump shipment without requiring a delivery signature.